Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter output cable was damaged by the patient's dog. The controller ac adapter was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported damage can be attributed to patient's dog chewing the controller ac adapter's output cable. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the clinical database that the patient had damage to their controller ac adapter cable after their dog chewed upon and damaged the cable. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.